Event description:
The surgeon inserted an aq2010v silicone three piece lens and the haptic tore upon insertion. The lens was cut in order to remove it, however, the incision was not enlarged or suture. Another aq2010v lens was implanted.